Manufacturer narrative:
UDI#: customer was not able to provide the device serial number. Device serial number will be provided at the time of follow up.

Event description:
It has been reported that device voice prompts are not functioning correctly

Manufacturer narrative:
(B)(4). Previously reported on (B)(4) with MDR# 3030677-2016-00470. Investigation is pending the return of the device. (B)(4).